Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 03 2007. Evaluation summary:during evaluation, the air-in-line printed circuit board was confirmed to be out of calibration. The air-in-line sensor was recalibrated. The device was returned to the customer fully operational.

Event description:
During service by baxter, the infusion pump's air-in-line printed circuit board was found to be out of calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.